Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that within three weeks of implant, the developed cellulitis and was placed on bactrim. The patient¿s wound was checked. It was also reported that the patient¿s ins had a malfunction. It was clarified that the patient was having some issues with their settings. The programming was discussed with a manufacturer representative. No further complications are anticipated.